Event description:
A surgeon reports that three yrs following bilateral intraocular lens (iol) implant surgery, he has noticed fine brown particles within the optics of the lenses. The pt's vision is good and he has not reported any visual problems. There are two MFR's device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. A visit to the facility will be conducted. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 05/30/2008.